Event description:
The user received a questionable human chorionic gonadotropin, stat ii (hcg stat) result for one patient sample. The initial result from the primary tube was <0.500 iu/l with a data flag and was reported outside the laboratory. The doctor questioned the result as the patient was known to be pregnant. The repeat result with an aliquot of the sample was >10000 iu/l with a data flag and 102464 iu/l with a data flag when tested with a 1:100 dilution. The patient was told they may have miscarried. The physician then ordered the repeat test and an ultrasound to confirm the pregnancy. The patient experienced emotional distress. The user did not believe the patient was adversely affected. The hcg stat reagent lot number was 16697301 with an expiration date of 02/28/2013. The field service representative was unable to determine a cause. He checked all settings and adjustments and performed a check on the measuring system and found nothing that would cause a low result. He found the bcr2 counts of the initial performance testing where high so he performed a flow cell cleaning three times and adjusted the pmt down to specifications. To verify the analyzer operation, he ran performance testing and the user ran calibration and qc with all results within specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause. The calibration and qc data were reviewed and a general reagent issue was not obvious. All analyzer performance data was checked and there was no evidence for and instrument related problem. No adverse event was caused by the erroneous result.